Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 315 pulses. No evidence was found that would result in the needle mechanism deploying late; a root cause for the reported event could not be determined. In addition, no bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.